Event description:
The customer reports the doctor couldn't remove the guide. The catheter was removed with the guide. The guide wire showed "some twisted signals". Another device was successfully used.

Manufacturer narrative:
Qn# (B)(4). The customer provided four photos for evaluation; visual examination of the photos revealed the guide wire is heavily kinked and unraveled through the catheter. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer report of an unraveled guide wire was confirmed by visual examination of the customer supplied photos. The guide wire was unraveled and kinked through the catheter. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned a guide wire, a 3-lumen cvc catheter and the product lidstock from a cv-15703-e set for evaluation. The guide wire was advanced through the entire catheter body with approximately 50mm protruding out of the distal tip. The guide was unraveled but remained one continuous piece (no separations). The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The entire 50 mm length of the guide wire that was exposed out of the catheter tip was twisted, distorted and kinked. The distal j-bend was intact but was significantly deformed. The proximal end of the broken core wire was exposed out of the unraveled coil wires and was protruding out of the distal extension line luer hub. The returned catheter shows evidence of use and a tear was observed in the distal extension line body adjacent to the luer hub. The tear was not reported by the customer but appears consistent with unintentional use error. Microscopic examination of the guide wire confirmed the core wire was broken directly adjacent to the proximal weld. The exposed proximal core wire tip is pinched and discolored at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the catheter confirmed the damage to the extension line body. The major kinks in the guide wire body were measured at 190, 238 and 341 mm from the proximal tip. The portion of the guide wire exposed out of the distal tip of the catheter measured approximately 50mm in length and was distorted/twisted/kinked throughout the entire length. The broken core wire measured 601 mm in length , which is within the specification of 596- 604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire and the length of the catheter body were also found to be within specification. The unraveled guide wire was removed* from the catheter and the distal extension line was flushed with water to remove the dried blood. After removal and flushing, a lab inventory guide wire of same diameter as that supplied in kit cv-15703-e (measured 0.814 mm) passed through the distal extension line and catheter body of the returned catheter with minimal resistance. *note: original swg was further damaged while being removed from the catheter. The core wire broke approximately 50mm from the distal weld. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled within the catheter was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor couldn't remove the guide. The catheter was removed with the guide. The guide wire showed "some twisted signals". Another device was successfully used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor couldn't remove the guide. The catheter was removed with the guide. The guide wire showed "some twisted signals". Another device was successfully used.